Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Two continuum trilogy liners (lots 62880328 and 63713566) were returned for evaluation. As returned, both liners exhibit damage to the rim and scallop features. One of the two liners has a thru hole from the extraction method. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: shell with cluster holes porous 56 mm, o.d., # item 00875705601, lot 64023804. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip surgery, the polyethylene insert did not fit into the acetabular shell after repeated attempts. The surgeon tried using a second insert, but it did not fit as well. The surgeon removed the insert and shell components and used competitor products to complete the procedure. As a result of the event, there was a delay in procedure greater than thirty minutes. Attempts have been made and additional information on the reported event is unavailable.